Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure, the 5mm x 33mm embotrap ii revascularization device (et009533 / 20m019av) was delivered into the m1 segment with normal vessel characteristic via the velocity® delivery microcatheter (penumbra), the device was not unsheathed due to heavy resistance. The physician pulled the device out and used different embotrap ii device. Additional information and one photo of the complaint device were received on 08-sep-2021. The information indicated that the resistance was first felt when the physician was trying to advance the device out of the microcatheter at the distal end of the microcatheter which was positioned at the m1 segment. It was reported that the embotrap ii device was damaged at the proximal part, distal to the connection of the embotrap to the delivery wire. The proximal portion of the nitinol appeared to be bent. The physician delivered the velocity microcatheter into the m1 segment, brought up the embotrap ii device but could not unsheathe the device as there was a significant amount of resistance. The resistance was encountered when the physician was trying to advance the embotrap ii device out of the microcatheter at the distal end of the microcatheter. The microcatheter was positioned in the m1 segment. It was reported that the embotrap ii device was the first device inserted into the velocity microcatheter during this procedure. The physician then pulled the concomitant velocity microcatheter with the embotrap ii device inside the lumen from the patient. The embotrap ii device looked damaged upon removal. The damage was distal to the junction point where the embotrap ii device is attached to the delivery wire, but proximal to the proximal markers on the embotrap ii device. It was confirmed that continuous flush was maintained through the microcatheter. Another embotrap ii device was used to complete the procedure with the outcome of thrombolysis in cerebral infarction (tici) score of 3. There was no patient adverse event or complication associated with the reported device issue. The product analysis lab reviewed the photo of the complaint device included with the additional information received on 08-sep-2021. [Photo analysis]: review of the provided photograph confirmed visible kinking of the proximal struts of the outer cage and inner channel of the embotrap ii device, resulting in angulation of the distal stent portion of the device relative to the device shaft. No further damage or deformation was observed on the outer cage or inner channel of the device during the photograph review. There was no visible damage or deformation present on the sections of the device shaft and insertion tool visible in the photograph. The damage observed on the proximal struts of the outer cage and inner channel was consistent with damage caused by advancing the device against significant resistance. The complaint device was returned and received on 20-sep-2021. The device underwent evaluation and analysis. The investigational finding is documented below. Investigation summary: the initial examination of the returned embotrap ii device identified deformation of the proximal section of the outer cage and inner channel of the embotrap ii device. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned embotrap ii device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The damage noted during the visual inspection under magnification i.e. Kinked proximal struts of the outer cage and inner channel are consistent with damage resulting from attempting advancement of the device against significant resistance. The returned embotrap ii device was successfully passed through a 0.0195-inch ID tube, confirming that the profile conformed to the specification for compatibility with 0.021-inch microcatheters. The polytetrafluoroethylene (ptfe) insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap ii device and a sample velocity microcatheter. The returned embotrap ii device successfully delivered to the distal tip of the sample velocity microcatheter both in a straight configuration and with the sample velocity microcatheter positioned in a vascular model simulating the position of the microcatheter in the neurovasculature via femoral access. No significant resistance to the advancement of the returned device was noted during the simulation. The complaint event, i.e. Resistance to delivery could not be recreated with the returned embotrap ii device and sample velocity microcatheter. Recreations of possible scenarios which cause similar device deformation to the that evident on the returned device were performed with a sample embotrap ii device and sample microcatheter. These assessments demonstrated that attempting to advance the embotrap ii device against resistance, such as when the microcatheter lumen is reduced results in damage to the proximal struts similar in appearance to the damage observed on the returned device. A review of the manufacturing documentation associated with this lot (20m019av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the returned embotrap ii device exhibits key characteristics which are consistent with advancement of the device against significant resistance. A visual examination of the microcatheter used during the complaint event could not be carried out as the velocity microcatheter used was not returned. The returned embotrap ii device with damage present on the proximal struts was successfully delivered through a sample velocity microcatheter. This indicates that even in its damaged state the embotrap ii device does not prevent delivery through a velocity microcatheter, suggesting additional contributors to the event reported, such as, for example, vascular tortuosity, may have been involved. Simulations of advancing the device against resistance, as could be expected when advancing the device across a sharp transition from a larger inner diameter (ID) to a smaller ID, as might occur when advancing the device across a kink in the microcatheter shaft, demonstrated that a probable cause of the device damage is attempting to advance the embotrap ii device against resistance. It is concluded that the device damage is not the cause of the resistance to deliver and withdraw the returned device. The damage evident on the device was caused by a resistance to advance the device through the microcatheter lumen. The source of the resistance is unknown, however similar damage was recreated when simulating the advancement an embotrap ii device from a larger lumen ID to smaller lumen ID resulting in significant resistance to advancement. It is determined that the most probable root causes are therefore microcatheter and/or procedural (e.g. Tortuous anatomy) related. For example, there may have been damage to the inner lumen or distal tip of the microcatheter or deformation (i.e. Kinking) of the microcatheter present which presented resistance to advancement of the device. The velocity microcatheter used during the complaint event is not available for visual or functional examination, therefore the cause of the resistance cannot be determined. There is no indication that this complaint was as a result of a defect with the embotrap ii device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure, the 5mm x 33mm embotrap ii revascularization device (et009533 / 20m019av) was delivered into the m1 segment with normal vessel characteristic via the velocity® delivery microcatheter (penumbra), the device was not unsheathed due to heavy resistance. The physician pulled the device out and used different embotrap device. Additional information and one photo of the complaint device were received on 08 september 2021. The information indicated that the resistance was first felt when the physician was trying to advance the device out of the microcatheter at the distal end of the microcatheter which was positioned at the m1 segment. It was reported that the embotrap ii device was damaged at the proximal part, distal to the connection of the embotrap to the delivery wire. The proximal portion of the nitinol appeared to be bent. The physician delivered the velocity microcatheter into the m1 segment, brought up the embotrap ii device but could not unsheathe the device as there was a significant amount of resistance. The resistance was encountered when the physician was trying to advance the embotrap ii device out of the microcatheter at the distal end of the microcatheter. The microcatheter was positioned in the m1 segment. It was reported that the embotrap ii device was the first device inserted into the velocity microcatheter during this procedure. The physician then pulled the concomitant velocity microcatheter with the embotrap ii device inside the lumen from the patient. The embotrap ii device looked damaged upon removal. The damage was distal to the junction point where the embotrap ii device is attached to the delivery wire, but proximal to the proximal markers on the embotrap ii device. It was confirmed that continuous flush was maintained through the microcatheter. Another embotrap device was used to complete the procedure with the outcome of thrombolysis in cerebral infarction (tici) score of 3. There was no patient adverse event or complication associated with the reported device issue. Based on the additional information received on 08 september 2021, this event has been deemed MDR reportable as a ¿malfunction.¿

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The product analysis lab reviewed the photo of the complaint device included with the additional information received on 08 september 2021. [Photo analysis]: review of the provided photograph showed visible kinking of the proximal struts of the outer cage and inner channel of the embotrap ii device, resulting in angulation of the distal stent portion of the device relative to the device shaft. No further damage or deformation was observed on the outer cage or inner channel of the device during the photograph review. The presence of the distal and proximal radiopaque platinum coils on the device was confirmed. The presence and condition of the radiopaque gold markers could not be confirmed. The condition of the adhesive bonds and fillets could not be confirmed. There was no visible damage or deformation present on the sections of the device shaft and insertion tool visible in the photograph. The damage observed on the proximal struts of the outer cage and inner channel has the appearance of damage consistent with advancing the device against significant resistance. However, there is insufficient evidence provided in the photograph provided to definitively identify the cause of the damage to the proximal struts of the device and conclude that this is the cause of the complaint event. The photograph of the complaint device showed evidence of damage to the proximal strut of the embotrap ii device used during the procedure documented in the complaint. The cause of the damage to the embotrap ii device cannot be ascertained from the photo. The complaint device has been returned and was received at the analysis site on 20 september 2021. An investigation of the returned complaint device is pending. A supplemental 3500a report will be submitted once the product investigation has been completed. A review of the manufacturing documentation associated with this lot (20m019av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The code ¿type of investigation not yet determined¿ was used in type of investigation because the investigation of the physical product is still pending. This code corresponds to the code ¿results pending completion of investigation¿ in the investigation findings and ¿conclusion not yet available¿ in the investigation conclusions. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.